Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration at 0.359 mg/day) via an implantable infusion pump. It was reported that the patient's pump went dry and started alarming on thanksgiving night. The alarm was sounding every 10 minutes and getting louder. The patient was uncomfortable and in pain. He did not have a refill scheduled until the 15th or 16th of december. No further complications were reported.